Event description:
On (B) (6) 2010, the pt was treated for an abdominal aortic aneurysm, and was implanted with two gore excluder aaa endoprostheses. It was noted that the pt had a short proximal aortic neck length, which measured 8-9 mm, and the iliac arteries were extremely tortuous. A third gore excluder aaa endoprosthesis (aortic extender component) pre-deployed in the right iliac artery after the physician advanced the device outside the introducer sheath and then tried to pull it back into the sheath. At that point, the physician decided to convert the pt to open surgical repair. The pt is doing well. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in pts who have less than 15 mm of infrarenal aortic neck length. According to the gore excluder aaa endoprosthesis IFU, ilio-femoral access vessel size and morphology (e.g., minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr (4.7 mm), 18 fr (6.8 mm) or 20 fr (7.6 mm) vascular introducer sheath. The gore excluder aaa endoprosthesis IFU warns against advancing the device outside the sheath; the sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Additional devices related to this event: pxt311417/(B) (4) and pxc161200/(B) (4).